Event description:
As reported by the user facility: "an employee suffered a needlestick when they attempted to retract the needle into the safety mechanism following insertion of an IV. The problem was that the needle wouldn't retract-it stuck in the mechanism. Add'l info provided by the facility indicated the nurse is fine. All protocol bloodwork testing results are negative. The sample has been discarded and will not be sent for eval. The facility has reported that a b. Braun rep came to the facility and provided add'l in-service training for the use of the product.

Manufacturer narrative:
The actual device was not returned to the MFR to be evaluated. Without the actual sample a thorough eval could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual MFR, b. Braun medical industries.